Event description:
The customer reported via phone call that the threshold suspend feature was falsely triggered. Customer stated the feature was prompted 8 to 10 times, but was only accurate once. The customer stated their sensor glucose would differ from their blood glucose, triggering the threshold suspend feature. The customer was disconnected from the call before further information was collected. Customer's blood glucose was unknown at the time of the call. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.